Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No moisture damage was found inside the reservoir compartment, electronic assembly or motor noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly and no moisture damage on the keypad traces or button error alarm noted. Keypad connector was fully locked. However, the insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the infusion set had a cut in the tubing which caused high blood glucose levels. The customer's blood glucose level was around 500 mg/dl. He took a correction bolus and a shot. The customer had vomiting and nausea. The insulin pump alarmed button error. The customer also experienced low blood glucose levels after some yard work. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.